Event description:
Patient reported obtaining back-to-back blood glucose results, of 70 mg/dl on a professional meter and 120 mg/dl and of 53 mg/dl on a professional meter and 120 mg/dl on the compact test system. Patient did not modify therapy based on these results, but did take extra diabetic medication based upon blood glucose results of 280 mg/dl the night before the indicents. No patient injury was reported, but she received treatment at the doctor's clinic for both sets of results. The discrepant results were obtained at her doctor's office. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.